Event description:
It was reported by service report that the scale was inaccurate and te head and foot end lifts were drifting. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result - load cell, faulty nut in lift motor.